Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Reported event of "seal compromise." The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the packaging of the advanix¿ preloaded biliary stent was already open when the customer received the product. According to the complainant, there was no damage noted on the outer shipping box and product box; however, the sterile barrier on the device pouch was found broken. There was no patient involvement and the product was not used; the issue was noted when the complainant removed the products from the shipping box.

Manufacturer narrative:
(B)(4). A visual evaluation was performed and found the heat seal of the device was broken. No physical damages to the pouch were identified. No other anomalies were found with the device. Based on the event description, the issue was identified during unpacking . Most likely, the heat seal was broken due to some handling aspects possibly during shipping, storing or prepping. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore, ¿handling damage¿ is selected for the most probable cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that the packaging of the advanix¿ preloaded biliary stent was already open when the customer received the product. According to the complainant, there was no damage noted on the outer shipping box and product box; however, the sterile barrier on the device pouch was found broken. There was no patient involvement and the product was not used; the issue was noted when the complainant removed the products from the shipping box.